Manufacturer narrative:
The event occurred outside of the united states. (B)(4).

Event description:
It was reported the patient received the following results within 15 minutes: 99 mg/dl, 213 mg/dl, and 203 mg/dl.